Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the clogged nozzle was likely the result of insufficient cleaning during the reprocessing of the device. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. Per the legal manufacturer, the other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the event. The intended procedure was a diagnostic endoscopic ultrasound (eus). The subject device was inspected prior to use and at that time, the nozzle was found to be blocked. The intended procedure was postponed to another time. There was no patient involved in the actual event.

Manufacturer narrative:
Upon further evaluation, service found the water supply and water removal were out of specification due to clogging of the nozzle. The bending angle in the right direction is out of specification due to wear of the angle wire. The play of the right/left knob is out of specification due to wear of the angle wire. The adhesive on the rubber was detached, and the acoustic lens was scratched. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a procedure, there was no air/water coming from the nozzle of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the air/water flow issue due to foreign material clogging the nozzle. In addition, foreign material was found in the forceps elevator. This report is being submitted for the foreign material found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.